Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that an asymptomatic patient presented in clinic with loss of capture and noise on the atrial lead and noise on the right ventricular lead. The atrial lead and right ventricular lead noise led to oversensing. The atrial lead was turned off and programming changes were made to resolve over-sensing of the rv lead. The patient was in stable condition.